Event description:
It was reported the pt's (B)(6) lead was explanted and replaced due to a fracture at the location of the lead anchor. Prior to the procedure, invalid impedance were reportedly observed. No further info is available.

Manufacturer narrative:
Eval: results: complaint of lead fracture was confirmed. Fracture occurred at proximal end of swift lock anchor. One wire remained intact at fracture site. Continuity tests verified all wires open. Channel 8 wire had pulled out of lamitrode end weld. Swift lock anchor locked and unlocked, clamping and loosening lead, respectively. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.